Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: patient's blood glucose (bg) is reading high on meter remote, and there are symptoms of extreme thirsty, frequent urination, severe headache, and large ketones. Pump has emitted occlusion alarms in the past few days but not today. Patient woke up with a bg of 357 mg/dl at 5am and took a correction through the pump. By 7am he was down to 157 mg/dl and by 1000 was back up to 391 mg/dl. Reporter states patient has a cold with a cough customer support (cs) instructed reporter to take patient to ER as his bg is high and he is very symptomatic, and to call back to troubleshoot pump at a later date. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: last basal delivery was on (B)(6) 2014; reported date of (B)(6) 2013 is overwritten, tdd add up and equal the basal rate target. Occlusion alarms due high force are observed. The pump reflected 24u after a 24hr on 1u/hr duration test, no eaw occured during the investigation. The pump performs within specification. Unrelated to the complaint, the display is dim and faded.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.